Event description:
During a ptca procedure, the shaft of the maverick2 monorail catheter kinked during advancement. The shaft of catheter subsequently broke when the physician attempted to straighten. The procedure was completed with another of the same device. No patient injuries or complications occurred. Patient status is listed as "okay".